Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window and imaging core were twisted. Visual inspection revealed that the sheath was kinked. Media inspection showed evidence that could relate to the reported catheter kink. A kink in the sheath can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is: adverse event related to patient condition.

Event description:
Reportable based on device analysis completed on 22feb2024. It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified 60mm by 3.00mm left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the device was kinked. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window and imaging core were twisted.